Event description:
Patient was tested on suspect device inr was 6.8 and 6.3 (tests were done back to back). Laboratory sample was taken and inr=3.45. Account did not provide any control testing information during this time. Patient was treated based off of laboratory results.